Event description:
The patient reported an unexpected reset alarm on their insulin pump, indicated by alarm 3a. There was no adverse impact on the patient's blood glucose level. Tandem technical support explained that this reset is a safety feature meant to maintain performance, and the pump was operating as intended. The patient understood this information and resumed their insulin management without further issue.